Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during a procedure to treat hematoma with a puncture in the groin, the device could not be inserted into the vessel. Upon removal, it was noticed that the dilator was split. It was further reported that the vessel was found to be injured. The procedure was aborted and the patient was treated surgically. The patient is reported to be in a stable condition, post surgery.

Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the dilator was returned for evaluation. There were two splits noted in the dilator, both measuring 10mm in length. It is unlikely that the dilator tip damage is manufacturing related, as a 100% visual inspection for device defects is performed during manufacture. The result of the investigation is inconclusive for the reported insertion issue. The investigation is confirmed for the reported material split issue. The definitive root cause for the reported material split and insertion issues could not be determined based upon the available information received from the field communications, device evaluation and image provided. Labeling review: instructions for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: warnings: 6. Do not advance the guidewire, sheath/dilator, procedural device, or any component if resistance is met, without first determining the cause and taking remedial action. 10. Only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. 11. Failure to deactivate the procedural device prior to removal through the sheath may cause damage to the sheath and may result in patient injury. Precautions: 6. Carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. 8. Insert dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the valve may cause damage and result in blood leakage. 15. Take care when back loading the tip of the dilator over the guidewire to avoid damage to the dilator. 16. Ensure the dilator is securely connected with the sheath prior to advancing otherwise only the sheath may advance into the vessel and the sheath tip may cause damage to the vessel. 17. Ensure the dilator is in place within the sheath before advancing the sheath as otherwise damage may be caused to the vessel. Potential adverse effects: vessel spasm, perforation or dissection. H10: d4 (expiry date: 05/2022), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a procedure to treat hematoma with a puncture in the groin, the device could not be inserted into the vessel. Upon removal, it was noticed that the dilator was split. It was further reported that the vessel was found to be injured. The procedure was aborted and the patient was treated surgically. The patient is reported to be in a stable condition, post surgery.